Event description:
It was reported that during preparation of a 10.0 x 40 mm and a 10.0 x 60 mm absolute pro vascular self expanding stent systems, there was difficulty flushing both devices and they could not flush; however, during the attempts, the sheaths on both devices retracted slightly exposing the distal ends of the stents. The devices were not used. Same size absolute pro vascular catheters were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.